Event description:
It was reported that the patient presented remotely for follow-up. Upon review, the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing. Programming changes were performed. Patient condition was stable.